Manufacturer narrative:
(B)(4). Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tasps are missing bearings during cleaning process.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   The following sections were updated: b4; b5; d4; g4; g7; h1; h2; h3; h6; h7; h9 complaint is confirmed. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be a previously addressed design issue. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.